Event description:
It was reported that the pt underwent replacement of their implantable neurostimulator (ins). It was reported that replaced neurostimulator was causing pain at the implant site and limiting her activity. No signs of infection were observed. Pt recovered without sequela and reported relief of pain at ins site.